Event description:
A health professional reported that at an unknown time during an intraocular lens (iol) implant procedure, they noticed loose fiber in the cartridge. Additional information was received stating the fiber from the cartridge was observed after delivery of the iol to the eye. Then it was necessary to aspirate it.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used company cartridge was not returned for evaluation. Twenty-four unopened company cartridges were returned for same lot. Two samples were pulled randomly for evaluation. The samples were numbered 1-2 for evaluation purposes. The company cartridges were opened and microscopically examined with no damage observed. No particulate was observed, inside the cartridge lumens. All three company cartridges were functionally tested, per the direction for use (dfu). No lens or cartridge damage was observed, after the lens deliveries. No foreign material was observed. The company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens model/diopter and handpiece being used were not provided. It is unknown, if a qualified combination was used. The root cause for the reported complaint could not be determined. The used company cartridge complaint samples were not returned. No determination can be made without physical evaluation of the complaint sample. Per the instruction, for use (IFU): the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol. And potential complications, during the implantation process. The manufacturer internal reference number is: (B)(4).